Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: no product was returned for evaluation. A review by a clinical consultant concluded: "device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition." The device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of failure in this case, the balance between patient-related and procedure-related factors, cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left knee was revised due to instability and pain. Tibial insert was revised.

Event description:
Patient's left knee was revised due to instability and pain. Tibial insert was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.